Event description:
Complainant alleged that during a routine preventative maintenance check, the device displayed message codes "defib fault 78" and "defib fault 72". The complainant indicated that there was no pt involvement in the reported failure.